Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads were damaged and would not engage a mating part as intended. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the insertion of the nail in the humerus, the impactor was adopted where it is screwed into the nail drill guide, at that moment we try to screw and apparently have problems with the impactor threads. Then we tried to extract the nail and the impactor fell to the floor, not near the patient. However, we continue with the surgery, successfully completing the surgery. A delay less than 30 min reported. No backup device was available.